Event description:
The patient was restrained in a wheelchair by a wheelchair belt. Reportedly at 2:40 pm pt was found with buttocks resting on the footrests of the wheelchair. The belt was positioned across patient's neck, and patient expired at approximately 3:00 pm.